Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The mitral regurgitation (mr) appears to be a cascading effect of the slda. Mr is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event is estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mr. On (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Patient had a rotated heart. Two clips were successfully implanted, reducing mr to a grade of 2. On an unknown date, the patient returned to the hospital and echocardiography showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda. Two clips were successfully implanted, reducing mr to a grade of 2. No additional information was provided.